Event description:
Clinical trial. Same case as MFR report #: 6000089-2007-00290. It was reported that 394 days following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated a lesion of the mid rca (right coronary artery) with predilation using a 4.2x28mm balloon and placement of two express2 bare metal stents. During the procedure, gpiib/iiia inhibitors, asa, and plavix were administered. The patient developed 70% in-stent restenosis 394 days following the initial procedure. It is unknown if the in-stent restenosis affected one or both mid rca bare metal stents. The restenosis was treated with implantation of a 3.5x20mm taxus liberte drug eluting stent. The patient had reportedly recovered. The investigator reported that the relationship of the study device to this event is "possibly."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.